Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. This supplemental report includes a correction to g2 to include information that was inadvertently not included in the initial medwatch. The event can be prevented by following the instructions for use (IFU): the balloon can easily tear, so beware of sharp objects. Store the balloon in a cool environment with low humidity. After opening the laminate package, reseal it securely. If the laminate package remains open, the efficacy of the deoxidizer will be reduced. H4: based on the 3 digit lot number provided, the manufacturing date of the device was in the month of june 2024 but a specific date could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the balloon was ruptured out of the box. The event occurred in the middle of a diagnostic endobronchial ultrasound (ebus). There was an unquantified amount of delay to search for a balloon. The intended procedure was completed, and there were no reports of patient harm.